Manufacturer narrative:
Complaint evaluation: a philips authorized service personnel (asp) was dispatched for evaluation, but customer self resolved this problem, and the details was unknown to us. Customer resolution and conclusion: the customer self-resolved this failure with details was unknown to us. The device remains at customer site and no further evaluation is available at this time h3 other text : a philips authorized service personnel (asp) was dispatched for evaluation, but customer self-resolved this problem, and the details was unknown to us.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that device has self-test failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.